Manufacturer narrative:
Analysis of the catheter revealed no significant anomaly. Sc connector damaged at explant only the sc connector and portion of the proximal segment was received for analysis. As received the sc connector was heavily damaged and this most likely occurred at implant. The titanium housing assembling was pulled from the sc assembling with some tool like marking present. Corrected information: conclusion code and results code no longer applicable.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed

Event description:
The patient was receiving lioresal with concentration 2000 mcg/ml at a dose rate of 100 mcg/day via their implanted intrathecal pump. The lot number of lioresal was unknown. The indication for use regarding the pump was intractable spasticity and cerebral palsy. The patient's medical history included cerebral palsy. A loss of therapeutic effect occurred and the patient had no response to the last 3 dose increases. The patient did not experience withdrawal. An x-ray revealed normal results. No other diagnostic studies were performed. The patient was taken to the operating room (or) and when the connector was taken off of the pump there was no cerebrospinal fluid (csf) flow. Tissue growth was occluding the sutureless catheter connector. When the catheter was cut proximal to the connector there was free flow of csf. The connector was replaced with new. The explanted device was planned to be returned to the manufacturer. The patient was without injury regarding their status at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.